Manufacturer narrative:
The driver's fractured tip was visually examined with the aid of a 5x loop. The tip of the driver is sheared off and was not returned with the complaint product. The fracture is planar and perpendicular to the drive shaft. This is consistent with prior failures documented and addressed with design of new driver. Product will be replaced with the new driver.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 utilizing the reform pedical screw system. After prepping the bone using a 6.5mm tap, upon insertion of a 6.5mm x 50 reform pedicle screw the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The broken driver tip was left in the head of the screw implanted in the patient.

Manufacturer narrative:
Patient information - unknown. Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Occupation - other: sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 utilizing the reform pedical screw system. After prepping the bone using a 6.5mm tap, upon insertion of a 6.5mm x 50 reform pedicle screw the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The broken driver tip was left in the head of the screw implanted in the patient.